Manufacturer narrative:
The information provided in event description with the initial report was incorrect. The correct information has been included with this report.

Event description:
The insulin pump is not returning and customer was taught to bolus.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced low blood glucose. The customer¿s blood glucose level was 3 mmol/l. The customer was treated with carbohydrates. Customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will be returned for analysis.